Manufacturer narrative:
H.6. Investigation summary: customer reporting that oxacillin resistant s. Aureus are not uploading as mrsa. Customer just had an upgrade of epicenter (444165) serial number (B)(6). It's possible that during the upgrade, the orgrmmap.csv file was not placed in the appropriate folder. Unable to determine why this occurred. Bd personnel logged in and got the orgrmmap.csv file from the preupgrade folder, and installed in pegasus folder. Restarted the application. System is operating correctly. This is a confirmed complaint of a bd product. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd epicenter¿ single user software a mis association was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " oxacillin resistant s. Aureus are not uploading as mrsa."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "(B)(6)."